Event description:
A malfunction on the pump was reported by the caller, and there were no notable events prior to this issue. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with instructions to reset the pump, which successfully resolved the malfunction code. The customer was advised to continue using the pump and instructed to call back if the malfunction recurred, which the caller acknowledged and understood.